Manufacturer narrative:
Batch review performed on 24.june.2021: lot 156273: (B)(4) items manufactured and released on 26-01-2016. Expiration date: 2021-01-06. No anomalies found related to the problem. To date,all items of this same lot have been sold without other similar reported events since 2017. Additional implant involved: gmk-sphere 02.12.t3i4l tibial tray fixed cemented size t3-i4 l (k121416) lot. 152006. Batch review performed on 24.june.2021: lot 152006: (B)(4) items manufactured and released on 12-05-2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been sold without other similar reported events since 2017. Additional implant involved: gmk-sphere 02.12.0410fl tibial insert fixed sphere flex size 4/10 mm l (k121416) lot. 156095. Batch review performed on 24.june.2021: lot 156095: (B)(4) items manufactured and released on 29-02-2015. Expiration date: 2021-02-01. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been sold without other similar reported events since 2017.

Event description:
Revision surgery performed about 5 years after the primary surgery due to low-grade infection. All implants were revised. The exact primary date is unknown.